Event description:
It was reported that during a transvenous pacemaker insertion in the ICU due to cavb, the electrode was loose and came out of place during adjustment by the medical team. It was also reported that the electrode balloon ruptured during transvenous pacemaker insertion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI information (d4) and 510k (g3) are not provided within this report as this product (model 401641) is an ous configuration not available in the us and is therefore not referenced in the gudid database.